Manufacturer narrative:
Concomitant products: product ID 8583, lot # n168072, implanted: (B)(6) 2009, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported that the patient was non-complaint and never makes their appointments. It was noted that the pump was last refilled 4 weeks prior. It was reported that the patient waits till the pump starts beeping and then waited one week to give the hcp a call. It was reported that it had been 6-8 weeks since the pump was beeping. It was noted that up to last week lioresal was being delivered by the pump and then the hospital switched to prefilled syringes. It was reported that the pump was used to infuse gablofen.